Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md) was dka. Instructed to change set/site and explained possible cause of high blood glucose asked. Customer insisted to call back if further assistance was needed.